Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.2.1, operating system: 26.3, hardware: iphone17.3, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device from a recalled lot between 1 and 2 days on their arm. The patient¿s mother reported the infusion site to have 2-3 cysts with significant pain, redness, bumps, swelling and warmth at the cannula insertion sites. Medical attention was sought and the patient diagnosed with cysts. The cysts contained fluid and insulin that eventually ruptured. The patient was treated with a 4-week course of broad-spectrum antibiotics.